Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported: "revision case; the duracon patella had broken away from two of the three lugs cementing it in place. The patella had twisted out of place inside the pt. The faulty duracon patella was removed from the pt including all the broken lugs and was replaced with an asymmetric triathlon patella."